Event description:
A customer reported that an image of a pt was lost using the kodak directview dr 9000 system during a trauma case. The physician requested the pt be imaged on a CT machine, due to pt condition, after the dr 9000 system did not deliver the image. Pt treatment was delayed until the CT scan was complete. The customer was able to use the kodak directview dr 9000 system after the system was rebooted.

Manufacturer narrative:
Upon initial investigation, kodak found through equipment error log that there appeared to be a loss of communication between the kodak directview dr 9000 system detector array controller (drac) and the operator console. Kodak has replaced the detector array controller with a new one. Kodak has instructed the customer to reboot dr 9000 system daily, if possible, and weekly at a minimum to keep the detector array software active. A review of the service history records for this dr 9000 system was completed and revealed that this dr 9000 system was maintained per preventive maintenace schedule. Kodak continues to investigate this issue.